Manufacturer narrative:
Per review, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when the warehouse staff took out the urine tubes from the product box, they found that the outer packaging bag of one of the urine tubes was damaged.

Event description:
It was reported that when the warehouse staff took out the urine tubes from the product box, they found that the outer packaging bag of one of the urine tubes was damaged.

Manufacturer narrative:
The reported event was confirmed ¿ cause unknown. The reported failure was able to be reproduced. The product was used for urological care. Based on the evaluation, a small tear was observed at the outer packaging of the sample at paper side of pouch only. No damage or tear was observed on the polysleeve. The damage could possibly occured post manufacturing. The exact cause of how and when the problem occurred could not be determined. However, the potential root cause could be due to operator error (rough handling), user related (rough handling). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "sterile: unless package has been opened or damaged. Warning: do not use ointments or lubricants having a petroleum base. They will damage latex and may burst balloon. Do not aspirate urine through the drainage funnel wall. Single use only. Do not resterile. For urological use only. Valve type: use luer slip syringe. Do not use needle" h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when the warehouse staff took out the urine tubes from the product box, they found that the outer packaging bag of one of the urine tubes was damaged.